Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 20.5 mmol/l. The customer was treated with a manual injection. Troubleshooting was done. Assisted customer with a manual prime, and insulin did exit the tubing. Upon checking the alarm history of the insulin pump, the customer stated that he had received no delivery alarms. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer to call back when he arrived at home in order to complete the troubleshooting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.